Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode and was recommended to be explanted. The pacemaker has been explanted at this time and has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered into safety mode and was recommended to be explanted. The pacemaker has been explanted at this time and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.